Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. The customer disconnected/reconnected the luer lock connection, filled tubing, and saw drops of insulin out of the tubing. There was no impact to the customer's blood glucose level.